Event description:
The customer reported a discordant advia centaur xp (B)(6) patient result. There was no report of patient intervention or adverse health consequence due to the discordant (B)(6) result.

Manufacturer narrative:
The customer called the siemens support center complaining about the misinterpretation of an (B)(6) result. During the telephone conversation, the tas learned that the customer has incorrectly changed the correct instrument interpretation of reactive to nonreactive in their lis. The tas reviewed the correct interpretation of results as stated in the (B)(6) method sheet, with the customer. The instrument is performing within specifications. No further evaluation of the device is required.